Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient, who reported "pump smelled as if something was burning". Patient also complained about increased pain and decreased numbness. Patient is recovering from shoulder surgery. Patient advised to call hospital to see if they wanted to swap out the pump but this facility does not swap out pumps at all, they just discontinue their use. The surgery centers nurse called the patient and had j.m. Power down the pump and remove the catheter. The patients nerve block therapy was discontinued. Device operator was the patient. Medication being infused was unknown. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: a 20 ml infusion was observed, and it ran until completion without any burning smell observed. The reported issue is not confirmed. The pump meets passing criteria.